Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 426 mg/dl (system 1) and 200's mg/dl (system 2). The exact blood glucose value could not be provided. Readings occurred with the same vial of test strips. No adverse event reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.